Event description:
It was reported, the patient underwent surgical intervention on (B)(6) 2015 where her scs system was explanted and replaced. Postoperatively, the patient stated the ipg was inoperable. The patient also stated, she usually charged the ipg every 2 months, but was not certain when the ipg was last recharged or she lost stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.